Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional event reported for elevated iop requiring treatment of the right eye against the xen®45 gts. Treatment was provided as timolol and latanoprost. Event has not been resolved.

Event description:
Additional information reported the event of elevated iop has been resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62608. The reported events of irido-corneal touch and xen tip touch iris are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced shallow anterior chamber and iris - xen tip touch in the right eye against the xen®45 gts. Treatment has been provided as atropine eye trop. The device remains implanted.

Manufacturer narrative:
The event of xen tip touch iris is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information reported shallow anterior chamber has been resolved. The event of iris ¿ xen tip touch there has been no obstruction seen yet but this is currently ongoing.